Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was loud when it was rewinding and clicking sound when the pump was loading. The customer stated the reoccurring signal issues between the pump and other devices. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported bg from the meter was not received on the pump. The customer called for an issue not covered by existing troubleshooting guides. The customer reported a loss of communication between the transmitter and the pump. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The pump was connected to a test transmitter and monitored without any connection interruptions. Pump and test transmitter calibrated successfully. Pump connected to the minimed mobile app successfully on both android and ios. Unit successfully downloaded to thump. No rewind or motor anomaly noted during test. No moisture damage noted to the pcb1 board or pcb2 board. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed required test and rewind anomaly, motor anomaly, no communication to transmitter or mobile app were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.